Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure interference was observed on the multi-channel electrophysiology record ing system and the electrical signals could not be clearly displayed. The connection tail cable and the pulse field ablation system were replaced, but the issue persisted. The catheter was then replaced and the issue still remained. Upon further observation, the connection between the catheter tail end and the tail cable was found to be not sufficiently tight, and a suspected gel-like substance was noted inside the connector at the catheter tail end. The catheter was replaced again, which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.